Event description:
Information was received from a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that the patient wanted his device explanted because he could not rely on the implantable neurostimulator to work. The patient stated that it has not worked since implant. The patient's implantable neurostimulator recharger and patient programmer could not connect to his implant on (B)(6) 2016. The patient felt stimulation stop earlier the week of the report. The patient had a severe fall, and ever since his fall, his implantable neurostimulator has not been working right. After the fall, the patient was diagnosed with two more ruptured discs that were related to the fall. The patient said he has been at war with his implantable neurostimulator ever since he got it on (B)(6) 2013. The patient has been seeing warning and call the health care provider icons on his implantable neurostimulator recharger off and on for 2 years. The patient reported a loss of stimulation and a return of symptoms. The patient reported that the pain from the fall was worse than 20 years ago when he got a broken back, neck, and legs. There was no surgery planned at the time of the report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that his system was defective, it never worked, and he wanted it removed as soon as possible. The patient also reported that the therapy knocked him over and he ¿blasted.¿ he also stated the ins had ¿screwed with his life.¿ it was noted that the patient had a scheduled appointment with the healthcare professional for (B)(6) 2016, but the patient was unable to make the appointment. It was further reported that the patient was having his implantable neurostimulator (ins) removed on (B)(6) 2016; he was not happy with it, he was unable to get an MRI with the implant, and he was still in pain.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
The consumer reported that the patient was currently charging and their implantable neurostimulator (ins) battery was almost full. It was later reported that the patient was having extensive back surgery in the next 3 weeks. It was unknown if the back surgery was related to the device or therapy. The patient was going to have the ins removed. When they fell, they did a cat scan and found out that there was a short in the lead wire. The patient reported that the ins would be interfering with the back surgery which was clarified that the wires would be in the way of the back surgery and would have to be removed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reiterated previously reported complaints regarding the ins not working. The patient noted that the device quit, that he was unable to charge it and that he might as well "have a lump of coal in his ass." The reason for the call was to obtain MRI guidelines, which were provided to the patient's nurse.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.